Event description:
It was reported that, approximately eight days post implantable pulse generator (ipg) changeout, the patient woke up and was soaked in blood. They went to the emergency room and a bandage was put on but the same thing happened the next day. The patient noted "I have a deep bleed that is filling the pocket the incision is not bleeding but the point where it comes out" and "four days later its puffed all up again like half inch". It was further reported that the patient experienced a pocket infection with purulent discharge/pus and wound dehiscence. The ipg was revised with an absorbable envelope and upon opening pocket, gauze sponge was found in from previous procedure. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.